Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that vela is not working. Alarm ventilator inoperable, motor error and transducer error also occurred. The customer confirmed that there is no patient involvement associated with this event.